Event description:
Pt reported that when they received supply of pari plus lc(pari plus lc) they threw away the lid to the cup and has been noticing no vapor/mist and pt can taste the medication on lips. Per mfg pt needs to leave the lid on cap. Unknown if pt missed any doses. Unknown; if adverse event occurred. Unknown if md is aware. No further information provided. Indication: chronic obstructive pulmonary disease, unspecified; chronic respiratory failure with hypoxia.